Event description:
Patient received in operating room. Surgeon noticed pump reading 120mm/hg of pressure but wound therapy bag not compressed at all. No alarms sounding, dressing well sealed. A drainage had accumulated all around the wound. Surgeon tested unit by detaching tubing & still no alarms. Questionable if wound would have healed better if pump working as it should but could not determine. It is believed to have been functioning correctly last seen that afternoon. Noted not to be working in or approximately 3 hours later.